Event description:
The consumer reported that the patient experienced a sudden loss or change of therapy. The device was not doing its job and the patient had leakage. The patient woke up and noticed it was wet and they had bladder movements. The patient addressed it with their health care provider (hcp) and would see another hcp on (B)(6) 20167. The patient would call the hcp to see if they could be seen sooner. The patient's implant worked perfectly on the first day when it was implanted on (B)(6) 2016 and was set at 0.6v. The patient had therapeutic effect and felt stimulation on the first day. Stimulation worked in the area and the patient's symptoms were under control. Then on the second day on (B)(6) 2016, it stopped working. The patient got no therapeutic effect and hadn't felt tingling at all. The patient told their hcp it felt as if the device was turned off, even though the patient programmer showed was on. It was hard to believe that the same program, program 1, would just stop working. When the patient went for their follow-up visit they programmed the rest of the programs, but they believed the other programs would do the same. The patient also reported that at the im plant day, when the patient was in the hospital they had it at 0.6v and stimulation was pretty rough. The patient felt strong tingling once they put the device in. Then the hcp did it a 0.1v and it felt pretty strong. The sensation was strong at 0.1v and was fine at 0.6v, and 0.6v was strong, but 0.1v was pretty strong. The patient did not want to go any higher than 0.1v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.